Event description:
Emergency medical technicians confirmed the pt was in full arrest. The device prompted connect electrodes initially. Reportedly, the device advised shock but during the resulting defibrillator charges, a charge removed message occurred. Subsequently, the device successfully charged and discharged energy to the pt. The next analysis resulted in a no shock advised decision. Paramedics arrived on scene and continued pt treatment. The reported stated the pt outcome was not affected by the report, due to a lack of pt viability.